Event description:
It was reported the patient presented for implant procedure. Prior to procedure, the atrial leadless pacemaker (lp) was loaded onto the delivery catheter without the docking cap snapping into the loading tool. During surgery, the lp was fixated and spontaneously released from the delivery catheter. The lp remained implanted. After the procedure, a central line implant bumped the lp and the capture threshold increased. The lp was explanted and replaced. The patient was in stable condition.